Event description:
As reported through edwards lifesciences alterra pas clinical trial, regarding a 29mm alterra prestent in the pulmonic position, during the review of the 1 year follow up, two type 1 fractures were visualized at the inflow, rung 1. This is one additional fracture than what was found at previous timepoints. No requirement for interventions were mentioned. No patient symptoms mentioned.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided for review. Based on the evaluation, one inflow fracture was previously visualized at 6 month review while another one additional fracture was identified at 1 year review, resulting in a total of two fractures. No additional information regarding assessment of rvot curvature and length was provided. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. An in-depth evaluation related to alterra prestent fracture has been documented in a technical summary written by edwards lifesciences. Per the technical summary, the prestent in straight configurations is safe under pulsatile loads based on the finite element analysis (fea) models, accelerated wear and tear (awt) and fatigue testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. The imagery review presented in the technical summary also suggested that fractures were most likely to occur where the stent apices aligned with bends in the patient's anatomy. Additionally, fractures are mostly observed along the outer rungs which was consistent with the reported event. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Additionally, the technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. The reported prestent fracture was confirmed through provided imagery. A review of the DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. Due to the lack of relevant rvot imaging and patient specific rvot anatomical information, a definitive root cause for this case cannot be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.